Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported finding heat-related damage during the preventive maintenance (pm) check of a fresenius 2008k hemodialysis (hd) machine. The biomed reportedly identified the damage on a blue wire from the power supply, where it connects to the distribution board. The biomed stated the wire looked charred and blackened. There were no signs of smoke, sparks, or flames. The biomed confirmed there was no burning smell, melting, or arcing. To the biomed¿s knowledge, the machine had no previous history of failing the electrical leakage test. The biomed was unsure if the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. No damage was identified on any other components. The biomed repaired the wire by trimming it back and then reconnecting it. At the time of follow up, the machine had been returned to service and was reportedly fully operational. No sample was available to be returned for evaluation, and no pictures of the damaged wire were available. There was no patient involvement associated with the reported event.